Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip inserted down in the biopsy channel of the endoscope the clip opened and then closed into the patients musoca in the colon. The nurse was advised to deploy the clip and pulled back the handle back until the clip made an audible deployment noise. However, when the device was pulled back out of the endoscope the clip did not deploy and still attached to the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not be deploy.